Event description:
Infusion pump infused 100 mg. Versed in 14 hrs instead of intended 24 hrs. Pt was no harmed because respirations were maintained on a ventilator before, during and after the over-infusion. Biomed test indicate the pump was overinfusing by 29%.